Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint. The 30 degree plus endoscope was evaluated and found the camera instrument adapter did not rotate properly due to increased friction at the bearing. The 30 degree plus endoscope failed at cat for attenuation, and payload light leakage test was also failed. The cable test passed.

Event description:
It was reported that during a da vinci-assisted robotic surgical procedure, the endoscope plus housing was spinning freely, more than normal. The procedure was completed with no reported injury.